Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a right ventricular (rv) lead revision, being completed due to the rv lead had dislodged into the svc, the physician noticed the setscrew came out of the implantable pulse generator (ipg) header. The physician was able to place the setscrew back in, but once the rv lead was reconnected there was no capture on the rv lead. The device was removed and a new ipg was placed without incident. The rv lead remains in use. No patient complications have been reported as a result of this event.